Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer has been notified of the recent passing of a patient who was using a dreamstation CPAP pro device. The patient's daughter has requested information regarding the recall and whether the recalled device could be linked to her mother's cancer diagnosis. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer had been notified of the recent passing of a patient who was using a dreamstation CPAP pro device. The patient's daughter had requested information regarding the recall and whether the recalled device could be linked to her mother's cancer diagnosis. The device was returned to a third-party service center for investigation. Upon receipt, the device was found to have recorded 10353.6 blower hours,10308.2 therapy hours and 10353.6 machine hours. During the evaluation of the device at the service center, the device log files were successfully downloaded and reviewed in full. No actionable errors were identified in the log files. There was no evidence of foam particles or degradation. The customer complaint was not confirmed. The device was scrapped. The manufacturer has updated section h in this report.